Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been admitted for implanted cardioverter-defibrillator (ICD) shocks (B)(6) 2021 with low flow alarms. Log file analysis captured low flow events on (B)(6) 2021 when pulsatility index (pi) was elevated.

Event description:
Additional information: it was reported that the patient was admitted for ventricular tachycardia (vt). The patient described no symptoms and was unaware the implanted cardioverter-defibrillator (ICD) had shocked them. The patient was treated with amiodarone and mexilitine. The patient's arrhythmia existed prior to ventricular assist device (vad) implant and the patient was implanted with their ICD after vad implant. The patient was cleared by the cardiology and heart failure team following treatment. The low flow alarms were reported to only be present during times when the patient was shocked.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms. Although a specific cause for these events could not be determined through this evaluation, the account reported that the low flow alarms resulted from the arrhythmia and only occurred when the patient was shocked. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2021 14:12:47 through (B)(6) 2021 11:08:46, per the timestamps. Intermittent low flow faults were captured between (B)(6) 2021 09:29:46 and (B)(6) 2021 09:47:59 when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 2.0 ¿ 2.4 lpm. Of these faults, 1 lasted long enough to trigger a low flow hazard alarm, which lasted approximately 8 seconds. The observed low flow events also appeared to be associated with slightly elevated pi values. No other atypical events or alarms were other captured. Despite the observed events, the pump appeared to function as intended at the set speed. It was reported that the patient was admitted on (B)(6) 2021, for ventricular tachycardia with implantable cardioverter-defibrillator (ICD) shocks and low flow alarms. The patient was otherwise in stable condition, described no symptoms, and had been unaware that they were being shocked by their defibrillator. It was reported that the patient had a history of atrial fibrillation (a-fib) with rapid ventricular rate (rvr) and vt that existed prior to the lvas implant. The patient was treated with amiodarone and mexiletine, seen by electrophysiology (ep), and were cleared by the cardiology and heart failure team. It was noted that the low flow alarms resulted from the arrhythmia and had resolved, as they were observed only during the ICD shocks. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30aug2021. The hm3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 7, "alarms and troubleshooting", addresses all system alarm conditions as well as the appropriate actions associated with each condition. The hm3 patient handbook is also currently available. Section 5 of the patient handbook, ¿alarms and troubleshooting¿ provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in this document. No further information provided. The manufacturer is closing the file on this event.